Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the gray line tube came off during a cataract procedure. The procedure was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and the air tubing to the drip chamber spike was detached. Microscopic examination indicated the tubing was inserted into the drip chamber at one point. The tubing is bonded and assembled to the drip chamber spike by the vendor/supplier. There appeared to be a lack of bonded solvent at the distal end of the tubing where it is bonded to the drip chamber. The root cause of the drip chamber airline detachment is related to an error in the supplier assembly process. The supplier will be notified of this complaint issue. The supplier manufacturer has been notified of this customer complaint. Trend analysis indicates the occurrence rate for this failure is low and this event for this batch appears to be an isolated incident, no formal root cause or corrective action will been requested at this time. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).